Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was replicated. The temperature adjustment was made, to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event could be attributed to the system being out of temperature calibration. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported laser stopped during fundus laser treatment (with slit lamp). The laser was stopped because it could not release the set value. A system message was displayed. After restart the laser worked again and the procedure could be completed. Additional information has been requested.